Manufacturer narrative:
Patient-specific information a4. Weight is unknown at the time of this MDR writing. Device status. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella cp device report is one of two devices associated with the event. The manufacturer report number for the related impella 5.5 device report, which is associated with the demise outcome, will be shared in a supplemental report.

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was initially implanted with an impella cp device and two days later experienced an arrhythmic event. The patient was thereafter escalated to an impella 5.5 device and during percutaneous coronary intervention (pci) with the impella support, the patient decompensated and expired. The patient was initially placed on an intra-aortic balloon pump (iabp) and was then transferred to another facility for the impella placement. Iabp site, right femoral artery, was used for impella cp placement with no report of complications. Day 2 update noted, per the nurse, the patient required two shocks for atrial flutter. Shortly thereafter the patient was escalated to an impella 5.5 and planned for pci (as the patient was denied coronary artery bypass graft surgery). The following day, the patient's status was noted to be "significantly" improving. The next day, the patient was on schedule for the pci and status noted as still improving. However, during the pci with impella 5.5 support, the patient decompensated going into pulseless electrical activity (pea) and then scores of ventricular rhythms before code was called. No further information surrounding the event is known.

Manufacturer narrative:
Additional information received noted the following: the cause of death is noted as asystole after balloon angioplasty due to severe heart failure. The physician does not allege the impella caused the event. The physician was worried about the patient being a candidate for pci and had even upgraded the patient to a higher flow impella 5.5. Both impella devices were in for approximately a week and there were no rhythm disturbances nor any asystolic events. The asystolic event coincided with the angioplasty of the left anterior descending artery. Investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the arrhythmia, the root cause was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5, which is associated with the demise outcome.

Manufacturer narrative:
This report is being submitted to provide medical safety/clinical review no new information was identified that changes the previously submitted device investigation or its conclusions. Medical safety/clinical review. Medical safety/clinical reviewed the event. The patient presented in cardiogenic shock (scai stage e) secondary to acute myocardial infarction. An intra-aortic balloon pump (iabp) was placed, and the patient was transferred to another facility for impella support. The right femoral artery iabp access site was utilized for placement of an impella cp device. No complications related to placement were reported. On day two, the nurse noted the patient required two electrical cardioversions for atrial flutter. Subsequently, the patient was escalated to an impella 5.5 device, and percutaneous coronary intervention (pci) was planned; coronary artery bypass grafting (CABG) was not pursued. On 19-nov, the patient¿s clinical status was documented as significantly improved. On 20-nov, the patient remained scheduled for percutaneous coronary intervention (pci) with continued improvement noted. During pci performed with impella 5.5 support, the patient acutely decompensated, developing pulseless electrical activity followed by multiple ventricular arrhythmias. A code was initiated. The patient expired, with the cause of death documented as asystole following balloon angioplasty in the setting of severe heart failure. The treating physician did not attribute the event to the impella devices. The death will be conservatively reported for the impella 5.5 device as it was in use at the time of expiration. Note: the impella cp is a serious injury type of reportable event. The event story involves 2 product complaints. Impella cp - MDR: serious injury. Impella 5.5 - MDR 1220648-2025-49166: death.